Manufacturer narrative:
Additional information was added : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the tubing of the clearlink system continu-flo solution set and one-link needle-free lv connector. This was identified during un unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.